Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was 55 mg/dl. The customer was treated with food. The patient stated that she knows why her blood glucose was low, her doctor made some changes. The customer was advised of how to change the basal rates. The customer was advised to check with her doctor. The patient said that she supposed to set her times and units to 6 and 7 units.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.